Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during a posterior vaginal wall mesh, anterior vaginal wall formation procedure performed on (B)(6) 2014. According to the complainant, the patient experienced bladder injury (grade 3b) which required surgical treatment, endoscopic treatment and treatment with ivr (treatment under general anesthesia). When trying to insert the anterior vaginal wall mesh, the bladder was damaged during peeling. The bladder injury was sutured closed, and plastic surgery was performed on the anterior vagina side. The bladder catheter was removed 7 days after the procedure. The patient was discharged from the hospital 10 days after the procedure. The placement area of the mesh was unknown. Reportedly, there was no further mesh exposure, and there was no difficulty in sexual intercourse.